Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. Further investigation was unable to be performed as the product expired on 12/31/2020. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of poor barrier separation. The product expired on 12/31/2020. Technical services informed the customer via email that products must be used prior to expiration date to ensure optimum performance. Bd makes no claim on expired products. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate there was poor barrier separation of sample and tube was used after expiration date. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the cpt tube was not separating correctly after centrifuging of the whole blood sample.". New information received 3/22/21: ts notes: called customer and she let me know tubes expired 3 months ago. I let her know they must be used before expiry date to perform well.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate there was poor barrier separation of sample and tube was used after expiration date. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the cpt tube was not separating correctly after centrifuging of the whole blood sample." New information received (B)(6) 2021: ts notes: called customer and she let me know tubes expired 3 months ago. I let her know they must be used before expiry date to perform well.